Event description:
A healthcare worker complained of burning on the hands and a small white blister on the abdomen while unwrapping a load from a completed cycle. The symptoms resolved within a few hours and no medical treatment was received.

Manufacturer narrative:
Conclusion: the lower rack was installed incorrectly and there was no vaporizer plate in place. An asp field service engineer ran all system tests, an empty load, and a similar customer load. All loads passed there was no residue left on the completed cycle.